Event description:
A physician attempted an arteriotomy closure using the starclose device. The device would not engage and click into the sheath. The physician put the clip deployment device aside and used a second starclose device to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the cutter was found to be damaged along it's leading edge. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)"